Manufacturer narrative:
Add b5, g3. Correct d10, g4.

Event description:
It was reported the device won't turn on, won't charge. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 07/12/2019 to 08/31/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported the device won't turn on, won't charge. There was no patient involvement.